Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the battery cap was worn. Battery would not last long. Customer's mother reported the battery cap was hard to remove. Insulin pump alarmed a battery out limit alarm during normal use. Customer's blood glucose was 520 mg/dl. Customer treated his high blood glucose with the insulin pump. Customer will not be returning the device for analysis.